Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastric procedure, while being applied to the stomach, the device was unable to fire, unable to squeeze handle even when the green button was pressed, also had an unloading problem, wherein the stapler was blocked at the time of wanting to initiate to perform the activation. The new instrument prevents the activation of recharging in the first shot, reason why the instrument was changed to resolve the issue. There was no patient injury.